Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd needle filter blunt fill bns had foreign matter (insects) glued to the catheter. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sample was returned to the (B)(6) plant for evaluation. There is a dark brown, gel looking substance on the cannula of the needle. It does not appear to be an insect. The brown foreign matter looks like residue from the curing ovens. No corrective actions required. Eighteen visual inspections were performed on 900 parts with zero defect noted. Cleaning was performed three times per procedure during the production of this batch. No quality notifications were written for this batch. Qn review: no notifications were written for this batch. DHR review: eighteen visual inspections were performed on 900 parts with zero defect noted. Cleaning was performed three times per (B)(4) during the production of this batch. Investigation results: one sample was returned. There is a dark brown, gel looking substance on the cannula of the needle. It does not appear to be an insect. Possible root cause: the brown fm looks like residue from the curing ovens. Investigation results: one sample was returned. There is a dark brown, gel looking substance on the cannula of the needle. It does not appear to be an insect. CAPA not necessary.